Event description:
Boston scientific received information that there were lead insulation issues in the pocket on this right ventricular lead. This rv lead was explanted and new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation at the proximal part of the lead as mentioned in the complaint description. Blood penetrated the lead in this area. Further analysis revealed deformations of the inner and outer coil. These damages occurred most likely during surgery. During further analysis, no other deviations were noted. The lead proved to be within specifications throughout its inspection. In summary, there was no sign of a material or manufacturing problem.